Manufacturer narrative:
The technician found the brake block was cracked. The technician replaced the brake block to repair the bed.

Event description:
Info received indicates the brake is not holding.